Manufacturer narrative:
Device lot number, or serial number, unavailable. Device has not been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the awl tip was defective. This issue was noted outside of a procedure, and there was no patient involvement.